Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was used during a percutaneous endoscopic gastrostomy jejunostomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the jejunal tube was advanced to the jejunum. Upon placing the jejunal tube in the proper placement, they were not able to advance any saline, food bolus or anything through the feeding tube as it was blocked/occluded. Since the same device is not available, they just removed the jejunal tube and kept the peg tube in place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.